Event description:
It was reported that the patient came back from a flight and felt like he was getting more baclofen then he normally should be. It was noted the patient went through a security scanner a couple of times on (B)(6) 2013. The patient was sleeping ¿all the time¿, had a lot less muscle tone and was weaker than normal. The pump was infusing lioresal. It was reported that the patient received an increased dose after being scanned at the airport. The patient experienced fatigue after the scan. The health care professional could not "confirm this". The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).

Manufacturer narrative:
Evaluation conclusion code 67 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that years ago (relative to (B)(6) 2017), the healthcare provider had a patient overdose due to being at a higher altitude. It was noted that the event had already been reported and the hcp had no further information to provide.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review determined that the additional information received on 2017-sep-01, originally reported as a supplemental report under this manufacturer's report 3004209178-2013-10188 [overdose due to altitude]) on 2017-sep-20, is not related to this event. Additional information regarding the unrelated event will be reported under manufacturer's report (B)(6).